Manufacturer narrative:
Continuation of medical devices: product ID 3037, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported during follow-up, communication with the programmer could not be performed. They stated that a power-on-reset (por) occurred. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) as reported through a manufacturer representative (rep) reported that they saw the error message, "enter serial no6," on the programmer. It was noted that the message was observed on the programmer after the por occurred. There were no error codes reported to have been observed with the por. There remained no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the rep had provided instructions on how to reset the por and that the issue was considered resolved at the time of follow-up as no further issues had been reported. The cause of the por was undetermined. There remained no complications reported or anticipated.